Manufacturer narrative:
The device was returned for analysis. The reported leak and the reported break were able to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the proximal right coronary artery. A non-abbott stent delivery system (sds) was advanced to the lesion however during inflation with the indeflator bubbles were noted in the balloon and it took longer to deflate the balloon. The sds was removed from the patient and tested and again, air bubbles were noted in the balloon. The physician suspected a leak with the indeflator. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.